Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: "do not allow alcohol to contact the catheter. Exposing the catheter to alcohol may damage the coating and catheter." (B)(4)

Event description:
It was reported that the catheter was broken and the patient was sent to surgery. The target lesion was located in the liver. A 6 french flexima catheter was selected for use. During the procedure, alcohol was used to treat the tumor through the flexima catheter. However, it was noted that the catheter broke in half. The procedure was then discontinued and the patient underwent surgery to remove the broken component. Subsequently, the fragment was removed successfully and this was confirmed via endoscopy. No further patient complications were reported and the patient's condition was fine.